Event description:
Reported blood glucose results of "340 mg/dl and 200 mg/dl" with a lifescan meter, performed within 10 minutes of each other. After the original test the patient retested and obtained results of 118 mg/dl and 126 mg/dl with a lifescan meter. After this testing the patient tested again and obtained results of 244 mg/dl and 239 mg/dl with a lifescan meter. No products are being replaced.